Event description:
When priming pca tubing, prior to attaching to patient, a suspicious, brownish-black substance/particulate was noted inside the tubing. The tubing and packaging were sequestered, and new tubing was used to start pca infusion.what was the original intended procedure?pca.